Manufacturer narrative:
(B)(4) date sent to the FDA: 08/05/2020 corrected information: d3, g1, g2 additional information: d10, h6 additional h3 investigation summary: unopened samples of product code v7902, lot pebbbhs0 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pebbbhs0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The suture gets ripped and then breaks. There were no adverse patient consequences reported.